Event description:
It was reported that during a ptca procedure, deflation difficulties were encountered. The maverick2 monorail balloon would not deflate. The number of inflations and to what atm is unk. The balloon was removed inflated. No pt injuries or complications were reported. Additional info has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.